Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. A visual inspection of the returned photos noted: the first photo depicts a staple line on tissue. The second photo depicts what appears to be an incomplete staple line in tissue. The visual inspection of the instrument noted the 4.8mm single use loading unit (sulu) was fully applied. Thirty-one unformed staples were received in a small container. The loading unit was reloaded with the received staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Please note; the information for use that is accompanied with the instrument states; tissue thickness should be carefully evaluated before firing any stapler. If the instructions are not followed, closure failure, tissue trauma, dehiscence, tissue tearing, and displacement may occur, and/or hemostasis may not be obtained. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the unformed staple condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported co ndition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after stapler was fired and tissue was cut during an open stomach cancer procedure, the account performed full and complete squeezes of the handle but there was a poor staple formation. It was stated that it did not make a ¿b¿ formation, but stayed in ¿u¿ formation. The tissue was also totally open. Oversewing was done to fix the staple line. The event resulted in surgical time extension to 30 minutes.